Manufacturer narrative:
(B)(4).

Event description:
A (B)(6) male presents for lead extraction of two cardiac leads after a failed pacemaker implantation (ppm). A biventricular device was to be implanted. The rv lead was prepped with a spectranetics lead locking device and removed with a 14 fr. Glidelight. After removal, the anesthesiologist noted an effusion, however pressure remained stable. The ra lead was prepped in the same fashion and lasing began with the 14 fr. Glidelight. The patients' blood pressure dropped and a pericardiocentesis was attempted, unsuccessfully. A sternotomy was performed and a less than 1 cm tear was identified at the svc. The tear was repaired, the biventricular device was implanted. The patient survived the procedure.